Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2021. During the procedure, the device would not deploy. The procedure was completed with a non boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.